Manufacturer narrative:
The device was not received; therefore, no further evaluation could be conducted and no further information is currently available.

Event description:
It was reported that during a spine surgery at the healthcare facility, the navigation system was inaccurate, and was therefore, aborted. It was reported that there was approximately a two hour delay and the patient sustained neurological injury and paralysis. No further information regarding the reported event was provided.

Event description:
It was reported that during a spine surgery at the healthcare facility, the navigation system was inaccurate, and was therefore, aborted. It was reported that there was approximately a two hour delay and the patient sustained neurological injury and paralysis. No further information regarding the reported event was provided.

Manufacturer narrative:
The evaluation of this event has not been completed at this time.

Event description:
It was reported that during a spine surgery at the healthcare facility, the navigation system was inaccurate. It was reported that the patient sustained neurological injury and paralysis. No further information regarding the reported event was provided.